Event description:
It was reported that patient faced that insufficient insulin delivery cause bent cannula issue on (B)(6) 2026 and patient experienced high blood glucose level 572mg/dl and treated that correction with the pump. The infusion set less than one day.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:3003442380.